Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor insertion site, on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. The sensor had to be removed after one day of use. Patient's mother described the skin reaction as pus formation, along with red, raised and itchy skin at sensor insertion site. Patient was seen by his pediatrician on (B)(6) 2016 for the reported skin reaction. Patient was prescribed cephalexin antibiotic and over the counter (otc) neosporin to treat the skin reaction. At the time of contact, patient's mother reported that the patient's current condition is "ok". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).